Event description:
It was reported the patient's blood glucose level rose to 21.8 mmol/l (392.4 mg/dl) while wearing the pod longer than 48 hours. As treatment, a new pod was placed. The device was originally reported for high bgs and a bruise at the infusion site (arm).

Manufacturer narrative:
The device was received deployed. Investigation found the exposed portion of the soft cannula to be stretched and flattened. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Investigation of the returned device found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected and no abnormalities were found that would contribute to the reported infusion site event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.